Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia reported with change sensor, difference between sensor glucose and blood glucose, battery cap damage, battery cap contacts damaged, damage on cracked battery compartment threads. The customer reported blood glucose value of 47 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-7040a, mmt-1884, unomedical. Troubleshooting was performed and the customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea (also known as hydroxycarbamide). The sensor glucose reading was 70 mg/dl and blood glucose was 47 mg/dl and the difference between sensor glucose and blood glucose was not within range. Explained sensor may have no longer been responding to glucose changes. The customer has not been using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for unomedical.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.